Event description:
It was reported that a healthcare provider (hcp) contacted a boston scientific field representative stating that this single chamber implantable cardioverter defibrillator (ICD) device had one year of longevity remaining at last device check but recently reached elective replacement interval (eri) status. Boston scientific engineering analysis of device data was completed and confirmed that the device battery was depleting normally, and eri status was reached due to two capacitor charge times in excess of 15 seconds. This is a secondary mechanism of the device to reach eri, in addition to longevity calculators, to ensure therapy remains availability to the patient. The analysis also indicated that a normal eri status to end of life (eol) status replacement interval of 90 days is expected. Additional information was subsequently received that a different boston scientific field representative was told this device exhibited premature battery depletion. The representative noticed the capacitor charge time was 17 seconds. As a result, the device was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a healthcare provider (hcp) contacted a boston scientific field representative stating that this single chamber implantable cardioverter defibrillator (ICD) device had one year of longevity remaining at last device check but recently reached elective replacement interval (eri) status. Boston scientific engineering analysis of device data was completed and confirmed that the device battery was depleting normally, and eri status was reached due to two capacitor charge times in excess of 15 seconds. This is a secondary mechanism of the device to reach eri, in addition to longevity calculators, to ensure therapy remains availability to the patient. The analysis also indicated that a normal eri status to end of life (eol) status replacement interval of 90 days is expected. Additional information was subsequently received that a different boston scientific field representative was told this device exhibited premature battery depletion. The representative noticed the capacitor charge time was 17 seconds. As a result, the device was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A review of device memory indicated there were no faults or resets. In addition, battery voltage was appropriate and normal power usage occurred while the device was implanted. All device therapy was available while the device was implanted. Analysis is consistent with normal battery depletion. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device issue that would have caused or contributed to the reported clinical observations.